Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio 2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she was unsure when the subject meter first began reading inaccurately, however stated that on (B)(6) 2019, 2:55 am she obtained alleged inaccurately erratic blood glucose results of ¿468,199, 223, 204 and 176mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results, exceeds lfs¿ precision criteria. The patient manages her diabetes with insulin (self-adjuster) and reported that she took her normal dose of 64 units on insulin in response to the alleged product issue. The patient reported that immediately after obtaining these readings she experienced the symptom of ¿anxiety¿. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient was not in possession of control solution to perform a test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.